Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was impacted (in the 300's and 400's mg/dl); however, customer stated blood glucose level may be due to stress.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow supplemental report will be submitted if the device has been received.